Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that bd ultra-fine¿ mini pen needle 5mm was clogged. This occurred on 7 occasions. The following information was provided by the initial reporter: it was reported that 7 pen needles clogged during flow check. Verbatim: consumer reported found 7 pen needles that were clogged during flow check. Removed and tried another that worked fine. Informed of non patient end proper placement.